Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number provided for this complaint (74d14) does not correspond to the product reported by the customer. It is not a valid lot number at nuevo laredo. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed based only on the info provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The event is reported as: the customer alleges that there was water in the circuit and thinks it was from the column. No reports of pt injury or harm.